Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including bleeding, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a major bleeding event. The bleeding site was the mediastinum. The patient received less than 4 units packed red blood cells. Their prothrombin time (inr) was 1.2 iu, activated partial thromboplastin time (aptt) was 40 seconds and platelet count (plt) was 15.1 ×104/l. The patient required reoperation as a result. The bleeding was thought to be related to implantation procedure. They were not on anticoagulation at the time of the event. The causal relationship to the device was clearly related. On (B)(6) 2025 the patient experienced major bleeding in their right ventricle. The patient was transfused with more than 8 but less than 16 units of packed red blood cells. Their prothrombin time (inr) was 2.6 iu, activated partial thromboplastin time (aptt) was 64 seconds, and platelet count (plt) was 12.8 ×104/l. The patient was on warfarin and aspirin at the time of the event and required medication and reoperation as a result. The cause of the bleeding was due right ventricular damage during chest tube insertion and was not thought to be device related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.